Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported a loss of therapy. The implantable neurostimulator (ins) was not responding and the patient could not feel therapy. The patient recently moved houses and had turned off stimulation during that time. After the move, the patient tried to use stimulation and he could not feel any stimulation. The rep met with the patient and ran an impedance check. All contacts except 7 and 9 were over 10000. X-rays were taken and a surgical revision was planned to determine the issues. The issue was not resolved at the time of the report. Additional information received from the rep reported the lead also migrated down one level. It was determined via x-ray and then in surgery that the wires became extremely twisted leading to impedances being over 10k. It was unknown why the leads became so twisted. The revision was completed. The ins was sutured down in the original implant location. The leads and extensions were replaced. The rep followed up with the patient and the patient had good coverage again of the painful areas. The patient's indications for use included spinal pain. If additional information is received a follow-up report will be sent.